Manufacturer narrative:
One opened sample was returned and photographed. The sample photo indicates that the blade has a damaged tip (bent). Blade stains indicate that the product may have been used. The device history record (DHR) for the lot was reviewed. An unrelated abnormality was found during the DHR review, but deemed not the cause for a dull knife. The product was released according to acceptance criteria. Damage to the tip (bent tip) like that observed can result in a complaint as described by the customer. How or when the blade became damaged cannot be determined. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface. Some potential causes could be reuse, improper handling, or contact with another instrument. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as the damaged tip and cutting edge exhibited on the photographed opened sample, are removed from the lot and scrapped. (B)(4).

Event description:
An ophthalmic surgeon reported that knife blades were dull during surgery for six procedures. There was no impact to any pt.